Event description:
Customer reports, the use by date on the test strip vial for the advantage system is 7/28/07; manufacturer's database and batch record confirmed the actual use by date to be 11/30/2003. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.